Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 the device was interrogated prior to implantation. The physician observed that the device was in standby mode. The device was re-initialized without difficulties. However, the device was not implanted. The physician asked for the root cause of the switch to standby mode.